Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had inaccurate readings with the barometric pressure. It was unknown how the issue was found. No patient or user harm reported. During a parts order, the customer reported that the v60 ventilator had inaccurate readings with the barometric pressure. It was reported that there as an issue with the data acquisition (da) board and required the replacement. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that device was not in clinical use when the issue was occurred. The customer then reported that the data acquisition (da) board was replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.